Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 had no measurement/incorrect measurement during use. No injury occurred. Request for additional information has been made.

Event description:
Additional information was received indicating the original complaint was not related to incorrect measurement, but instead no measurement was possible with the device.

Manufacturer narrative:
With the additional information received, this is not a reportable malfunction. Please disregard this report.